Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed via review of stored electrograms in the laboratory. The bench was tested on the bench and our automated testing equipment. The device tested normally and no anomalies. The cause of the noise anomaly and inappropriate shock was undetermined. (B)(4).

Event description:
It was reported that inappropriate therapy was triggered by af and the patient was brought to the hospital. Noise was observed, leading to inappropriate detection of vf. The device was explanted.